Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that air leak sound heard and tv (tidal volume) decreased by 100-200ml. The inflation line tracing the leak was torn off at the root during the patient use. There was no adverse event.

Manufacturer narrative:
D3: updated. H3 and h6 codes: updated. One sample was returned for evaluation. Visual inspection revealed that the inflation line was dislodged from the tracheal tube. Further examination showed the bond location of the inflation line was angled, and the solvent coverage appeared inconsistent. The reported complaint of disconnected tubing was confirmed. The probable cause of the disconnection was identified as insufficient solvent coverage during manufacturing.